Event description:
Surgeon fired the stapler. When surgeon removed the stapler, he said the staple did not hold the tissue. The surgeon had to make a larger incision to repair the failed staple line firing.